Event description:
The customer reported that erroneously elevated glucose (gluc) results were generated on a unicel dxc 600 synchron system for multiple patient samples on three days. This report is two of three and represents the erroneous, elevated gluc results generated on the unicel dxc 600 synchron system for two patient samples on (B)(6) 2011. The initial, erroneous gluc results were not released from the laboratory. There was no deaths, serious injuries or changes to patient treatment associated or attributed to this event. Upon repeat on the same instrument and on another instrument, the results were lower and considered valid. A repeat result was reported outside of the laboratory. Beckman coulter inc. Review of customer supplied data indicated that instrument assay quality control results did not display any high or positive trend before the event. No patient specific information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Patient 1 was (B)(6) female. Age and gender of patient two is not known. Service was dispatched to the site for this event. The field service engineer replaced the entire glucose module. The instrument was returned into service after the necessary and verified repairs had been completed. The gluc module was returned to beckman coulter inc. For further investigation, which is currently in-process. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2050012-2011-05217; 2050012-2011-05218; 2050012-2011-05219.